Event description:
It was reported by service report that the stair chair belt came off the track. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: stair chair belt.